Manufacturer narrative:
Patient age at time of event:18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous intervention, stent damage occurred. The physician advanced the 2.5x20mm express 2 stent but was not able to cross the unspecified target lesion. The lesion was predilated with an unknown device. The physician was going to readvance the express 2 stent and noticed proximal struts on the stent were lifted. The procedure was completed another 2.5x20mm express 2 stent. No patient complications were reported and patient status is fine.

Event description:
It was reported that during a percutaneous intervention, stent damage occurred. The physician advanced the 2.5x20mm express 2 stent, but was not able to cross the unspecified target lesion. The lesion was predilated with an unknown device. The physcian was going to readvance the express 2 stent and noticed proximal struts on the stent were lifted. The procedure was completed another 2.5x20mm express 2 stent. No patient complications were reported and patient status is fine.

Manufacturer narrative:
(B)(4). Returned product consisted of an express 2 stent delivery system and stent with no original packaging or other devices. There was a blood like substance in the wire lumen and contrast on the stent. The balloon was tightly folded. The proximal end of the stent was 2 mm distal to the proximal markerband. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There were flared and lifted struts in the first and second rows on the proximal end of the stent. There were also bent struts in the eighth row of the distal end of the stent. There was no damage to the stent delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).